Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for the right ventricular (rv) lead for chronic high ventricular capture management and chronic high ventricular lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.